Manufacturer narrative:
Product complaint #: (B)(4). If further details are received at a later date a supplemental medwatch will be sent. Additional information provided: customer reference/po/service: (B)(4), was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status, outcome, consequences. No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Photo received for analysis. No product received. During the visual analysis the following was observed: the photo shows an open aluminum package with product code inside the plastic bag. Based on the set of photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. No product is available for return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported on mw# 2210968-2022-04753, mw# 2210968-2022-04754. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2022 and suture was used. The needle detached from the thread during the procedure. No reported patient consequences.